Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the local emergency department (ed) with sudden onset binocular diplopia. A head computed tomography (CT) scan was performed which ruled out hemorrhagic stroke. The patient's inr was 3.9 with normal lactate dehydrogenase (ldh). The patient did not experience any power spikes. The patient's mean arterial pressure was variable, from 60-80. It was speculated that the patient may have had a small, posterior circulation, subacute ischemic stroke. The patient was admitted for observation and adjustment of vasodilation therapy. Physical and occupational therapy were involved for stroke rehabilitation. The patient received a neurology consultation and their aspirin was stopped. Ticagrelor was started. The patient's entresto, spironolactone, and empagliflozin were held to increase filling pressures and mean arterial pressures. The patient was also noted to have double vision and vertigo while having their left eye open. The patient would feel as though they were drifting towards the right and was too unstable to walk independently.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.